Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros ckmb results were obtained from two different patient samples and a single non-vitros quality control fluid processed on the vitros 5600 system. The investigation could not determine a definitive assignable cause, however, it is likely the event was analyzer related, as no recurrence of non-reproducible, higher than expected vitros ckmb results have occurred since service actions were performed on the instrument. Since pre-service precision testing was not performed correctly, an analyzer related event cannot be confirmed. Additionally, since quality control fluid was affected, an unknown reagent related issue cannot be ruled out as contributing to the event. Finally, regarding the patient sample results, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained non-reproducible, higher than expected vitros ckmb results from two different patient samples and a single non-vitros quality control fluid tested on a vitros 5600 system. Patient sample 1 result of 4.58 ng/ml vs. The expected results of 0.94 and 0.68 ng/ml. Patient sample 2 result of 14.9 ng/ml vs. The expected results of 1.24 and 1.29 ng/ml. Biorad control l1 result of 4.60 ng/ml vs. The expected result of 2.64 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros ckmb patient sample results were reported outside of the laboratory, however, corrected reports were sent to the physician. No treatment was given, changed, or withheld based on the non-reproducible, higher than expected ckmb patient results that were reported. There was no allegation of actual patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).